Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown biomet gold tite screw were returned for investigation. Visual evaluation of the as returned products identified that the implant drive feature was stripped and there was screw fragment in it. Additionally, there were gouges around the platform and collar and bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the devices and events. No pre-existing conditions were noted on the per. The reported devices had been placed on tooth # 26 (fdi) for approximately 1 year. X-ray and picture images were not provided. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019 / biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings and precautions. Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. Device history record and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient sex unknown / not provided. Brand name unknown / not provided. Additional device information unknown / not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. No product returned.

Event description:
It was reported that the implant at tooth site 14 was removed because the implant connection was damaged for no apparent reason. The prosthetic screw (goldtile) fracture several times. Additional appointment required: yes, to place a new implant.